Event description:
A site reported to rxsight that a patient underwent surgery to remove an implantable collamer lens (icl) and replace with a light adjustable lens (lal) in the sulcus on (B)(6) 2025. During a postoperative exam, the lal was observed to be decentered. An additional procedure was performed on (B)(6) 2025 to reposition the lens in the sulcus.

Manufacturer narrative:
Manufacturer reference #: (B)(4).